Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) displayed system failure during autofill in clinical operation. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm noted uncharacteristic deep vibrating noise emanating from the compressor, and multiple failure and error codes which suggest multiple issues, including vacuum leaks, low pressure, and poor pressure performance. Stm noted low average pressure and high vacuum recovery time during pneumatic performance test. In addition, the stm found that both pressure and vacuum pump head screws were not tightened to manufacturer's torque specifications. Stm tightened those screws to proper specifications. Stm found worn iab fill port fitting, and as a preventive measure, replaced the iab fill port fitting. Stm also noted missing concealment labels, and installed new concealment labels as well. Full functional checks, safety test, calibration and battery run time test were performed and all passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. Stm noted uncharacteristic deep vibrating noise emanating from the compressor, and multiple failure and error codes which suggest multiple issues, including vacuum leaks, low pressure, and poor pressure performance. Stm noted low average pressure and high vacuum recovery time during pneumatic performance test. The stm performed full functional check, safety test, calibration and battery run time test. The unit passed all test to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that the cs300 displayed system failure. There was no patient involvement.